Event description:
The incident involved a microclave¿ connector on an unknown date. It was reported that the valve remained open after the IV contrast tubing was disconnected from it. Blood rushed out as there was nothing to stop the flow. There was patient involvement, but no patient harm was reported. This is the first of two occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.